Manufacturer narrative:
Section a2 and a4: unknown; requested but not provided. Section b3: unknown; requested but not provided. Section d6a: if implanted; give date: unknown; requested but not provided. Section d6b: if explanted; give date: unknown; requested but not provided. Estimated to be late june 2023. Section e1: first name/last name: unknown; requested but not provided. Section e1: email address: unknown; requested but not provided. Section e1: telephone number: (B)(6). Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient was dissatisfied with the implanted intraocular lens (iol) and requested for an exchange. The iol was explanted and replaced with an unknown lens. There was no reported patient injury. No additional information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: july 28, 2023. Section h3: device evaluated by manufacturer¿ yes. Device evaluation: the complaint lens was received inside of an open sterilization pouch. Visual inspection under magnification revealed that the complaint lens was received cut into three pieces. The lens was cleaned and, no issues that could cause or contribute to the complaint issue could be identified. Based on the return condition of the lens, no further product evaluation could be performed. As a result of the investigation there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.